Manufacturer narrative:
Height: 162 cm. Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at 0.0425 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav valve is permeable. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first we performed a visual inspection of the progav shunt system. A deformation of the outer housing of the progav valve was observed through the visual inspection. The deformation was confirmed through a measurement of the parallelity of the valve housing. Next we tested the permeability. The progav was permeable, but the shunt assistant was not permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves. Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past.

Event description:
It was reported that the valve was blocked. The reporter indicated that a 10 year 8 month post operative valve is blocked. Additional details of the event have not been provided.